Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 23:52:32. During night drain cycle six, the patient's ultrafiltration reading was 1613ml, indicating the home patient (hp) drained 1613ml more than their maximum programmed fill volume of 2200ml. No additional information is available.